Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2017, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required a witness. The field service engineer (fse) tested the biometric identifier and observed that it failed the spoof test using different fingers. The biometric identifier was replaced, and subsequent testing confirmed proper operation in both diagnostics and the application. Additionally, the zebra label printer was not printing, and all indicator lights were illuminated when a print attempt was made. The fse corrected the printer settings, resolving the issue. As part of a proactive inspection process, the fse replaced the battery and installed missing slide bumpers. After testing, all components were verified to be functioning properly, and no further issues were identified. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working and was requiring a witness for login. The customer stated that they were usually able to log in without a witness. They also mentioned that a light was illuminated on the scanner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.